Event description:
The doctor noticed that the haptic was bent after inserting the lens into the patient's eye. He enlarged the incision to remove and replace the lens with no consequences to the patient.

Manufacturer narrative:
See MDR 1920664-2007-01278 for the delivery device used with this lens.